Event description:
Healthcare professional reported "patient has mastodynia. Noticed change in size of implants. Had a recent MRI which showed rupture". This record is for the right side. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported right side mastodynia, change in size, and rupture. Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5; d3; d6b; g1; h3; h6.